Event description:
It was reported that the catheter broke. A renegade catheter was selected for a prostatic artery embolization (pae) procedure. The patient had very difficult anatomy; it was very angulated and stenosed. During the procedure, after an attempt of a dyna CT over the high pressure syringe, an overview series was made. While injecting, 3 ml of contrast was injected with a 3ml syringe from hand. When the wire went through the catheter, the catheter split. When the catheter was pulled out, it was noted to be split into two parts. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the catheter broke. A renegade catheter was selected for a prostatic artery embolization (pae) procedure. The patient had very difficult anatomy; it was very angulated and stenosed. During the procedure, after an attempt of a dyna CT over the high pressure syringe, an overview series was made. While injecting, 3 ml of contrast was injected with a 3ml syringe from hand. When the wire went through the catheter, the catheter split. When the catheter was pulled out, it was noted to be split into two parts. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a renegade fiber braided micro-catheter with a guidewire in the device. The device was analyzed as received. The device showed no kinks on the shaft. The device showed damage in the form of the guidewire perforating the side of the catheter shaft. The perforation was approximately 11cm from the tip. The shaft wall was perforated by the guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint was not confirmed for a split or break. An image of the complaint device was also returned and reviewed. The image is difficult to analyze due to the angle and the quality of the image. It does show that the guidewire is protruding from the shaft of the catheter.